Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed sores under the front ECG electrodes and therapy electrode pad of the lifevest. It was also reported that there was a deep tissue injury on the under the left breast. The patient was reportedly unconscious and in a health care facility where nurses were cleaning the affected area. Follow-up with the patient's nurse indicated that there were no sores or rashes present on the patient's body.